Event description:
It was reported that during inspection, the ratchet was not moving. No harm or delay were reported. There are no adverse events associated with this malfunction. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated report: 0001526350 - 2023 - 00098.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the ratchet was not working. Tech replaced the ratchet gear and lubricated the ratchet itself. The unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00098-1.

Event description:
There are no additional details regarding the event.